Event description:
The customer stated "that during exposure the device showed on the monitor an error code m057 then after some time the c-arm restarted and another error code appeared mo50".

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.